Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device was not returned for service by the customer. According to the customer communication replies, the foam was replaced on the device and the customer is currently the device. There was no mentioned of foam particles found on the device. If additional information becomes available this decision will be re-evaluated using the date the additional information became available as the "become aware" date if a reportable issue/malfunction is identified. This complaint is not reportable to any regulatory agencies.